Manufacturer narrative:
Customer reported two events of failed devices from the same lot within two days of each other. These events are captured in medwatches with patient identifiers: (B)(6). This medwatch is for the patient identifier: (B)(6). Due diligence for additional information was performed for this event. However, customer did not have any additional information to provide. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the tissue pad was worn and partially peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the distributor, two devices used in two different procedures had the device tissue pad peeling off at the beginning of the procedures. The two procedures were therapeutic laparoscopic cholecystectomy procedure and therapeutic gynecologic adnexal procedure. Both the procedures were completed with a new device of the same model number. There is no harm or adverse impact to either patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: it is speculated that the tissue pad was worn, partly peeled off and torn, due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿. ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. Olympus will continue to monitor the performance of this device.